Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that at the end of a procedure, the active blade on the dissector broke and a piece fell within the patient cavity. The piece was removed from the patient and no patient injury resulted.

Manufacturer narrative:
One used (B)(4) sonicision ultrasonic dissector was returned, and evaluation of the sample confirmed the issue with a detached component. Visual inspection of the disposable handpiece revealed that the static waveguide of the jaws had broken off and was returned with the device. The waveguide and broken piece were inspected under magnification to identify the point of initial contact and fracture. The investigation concluded that the titanium waveguide fractured from contact with a metal object during activation. This contact caused the waveguide to crack and eventually break off. The user¿s guide for this system cautions users that contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.